Event description:
During a posterior cruciate ligament (pcl) repair, while inserting the delta screw in tibia for completion, the delta screw broke off at the tibia opening. A 25mm portion of the delta screw was retrieved but the tip was left in the pt. The procedure was completed using suture and no pt injury was reported from this event. This device is used for treatment.